Event description:
The user facility also reported the unit was alarming for "too long in exhaust" during a test cycle. An operator opened the steam sterilizer door, reached in to retrieve a biological indicator pack immediately after the cycle, and received a steam burn to her hand. The area turned red, but did not blister. The employee treated herself with ice and ibuprofen. Later, she sought medical treatment at the hospital, where she received cream, a bandage, and was placed on light duty. The facility declined to disclose if the cream was prescription or over the counter. The user facility reported that the employee was not wearing heat resistant gloves at the time.

Manufacturer narrative:
A steris field service technician inspected the unit, and found that it had alarmed for "too long in exhaust". The technician also found that the s1 steam manifold and the s3 exhaust manifold required rebuilding. The technician rebuilt the s1 steam manifold and the s3 exhaust manifold, tested the sterilizer, found it operational and returned it to service. The sterilizer was installed on (B)(4) 1996. The hospital plans to replace this unit in an upcoming renovation project. The operator manual states (section 4.4): "warning: sterilizer and shelves will be hot after cycle is run. Always wear protective gloves and apron when removing a processed load". The cause of the reported burn was operator failure to wear appropriate ppe. An in-service on proper ppe is scheduled for (B)(6) 2013